Manufacturer narrative:
The customer reported that this unit has damage to the battery cover/door assembly along with ECG issues. The issue was discovered during set up. According to the customer, the ECG drops intermittently despite trying new cables and leads. The customer was able to replicate the issue. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on (B)(6) 2025, I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this unit has damage to the battery cover/door assembly along with ECG issues. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this unit has damage to the battery cover/door assembly along with ECG issues. The issue was discovered during set up. According to the customer, the ECG drops intermittently despite trying new cables and leads. The customer was able to replicate the issue. The unit was not in patient use at the time. Investigation summary: the returned device was evaluated and the reported issue was confirmed. The root case for the reported issue is failure of internal components. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/01/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/09/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 07/18/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit has damage to the battery cover/door assembly along with ECG issues. The unit was not in patient use at the time.